Manufacturer narrative:
The returned lead was analyzed and the dislodgement allegation was not confirmed. The laboratory observations and field report were insufficient to verify dislodgement. The lead tip appeared norma. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. No additional adverse patient effects reported.